Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced hyperglycemia and hypoglycemia. The customer blood glucose level was 414 mg/dl, 40 mg/dl, 320 mg/dl. The customer treated with orange juice for low blood glucose. Customer declined troubleshooting for high and low blood glucose. Customer reported that they received sensor updating and calibration not accepted alert. The device will not be returned for analysis.